Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 07/02/2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation a visual inspection was performed and the sensor wire was attached to the housing puck. The reported event of a detached sensor wire was not confirmed. A root cause could not be determined.